Manufacturer narrative:
The event is currently under investigation.

Event description:
The user encountered difficulty with a 4f micro puncture kit. The 21g outer sheath broke while obtaining access for a dialysis line insertion. The broken distal end (approx 2-3cm) is still in the patient. The radiologist doesn't think the fragment is intra vascular but was unable to retrieve it from the skin wound. The patient is reported to be doing well. No additional information has been provided.

Manufacturer narrative:
(B)(4). **** event evaluation **** a review of complaint history, device history records, drawings, instructions for use (IFU), quality control and a visual inspection of the returned device were conducted during the investigation. The customer returned two used jcd4.0-18-10.0-mpis-sst catheters which are components of the mpis-401-nt-sst sets. On examination of the returned devices, in one catheter, the outer sheath was separated at 6.8 cm from the proximal hub. The distal tip of the outer sheath was left in the patient according to the customer. There was a slight bend in both the inner and outer catheter. The separation was smooth, like the device was cut. There was no evidence of excessive force. The second returned device was also in a used condition but upon examination was manufactured to specification and was not noticeably damaged. There is no evidence to suggest that the device was not manufactured to specification. A review of production nonconformance data for the product lot and inventory component lots revealed that there were no nonconformances recorded related to the production of the outer catheter in the set. Also, at the time of this investigation, this event is the only reported field complaint related to lot 6369564. The device is shipped with IFU which includes information on intended use, precautions, warnings, potential adverse events, and instructions for proper use of the device. Based on examination of the returned device and the physician's comments, it is feasible to conclude that the noted separation was a result of contact with another instrument during the procedure. We have notified the appropriate internal personnel and will continue to monitor for similar events. Per the conclusion of a quality engineering risk assessment, additional risk reduction is not required.

Event description:
The user encountered difficulty with a 4f micro puncture kit. The 21g outer sheath broke while obtaining access for a dialysis line insertion. The broken distal end (approx 2-3cm) is still in the patient. The radiologist doesn't think the fragment is intra vascular but was unable to retrieve it from the skin wound. The patient is reported to be doing well. No additional information has been provided.